Manufacturer narrative:
(B)(4). Customer contact has been attempting for additional information related to the event but no response has been received. Any additional information received from the customer will be included in a follow up report. (B)(4). The service technician performed bench testing. Ventilator passed 93 hour extended tests at customer¿s settings. Ventilator failed ltv final test for non-conformity with calculated tidal volume average. The failed tidal volume 4 calculated vti average reading 1646ml when passing specification is between 1380ml-1620ml. This slight non-conformity would not result in a failure to ventilate properly. Patient demographics such as age, date of birth, gender, weight, or details related to the patient death were not provided by the customer.

Event description:
The customer reported while using the model lvt (lap top) 1150 ventilator the patient passed away. There is no allegation of malfunction towards the ventilator.